Event description:
The following has been reported: intermittent service needed pump problem alarm. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for an air compressor failure. The pump ran an infusion of 500 ml/hr for 15 minutes immediately followed by 14 ml/hr for an additional 15 minutes and the pump was able to complete this infusion without issue. The pump was subsequently reverted to manufacturing mode to undergo pneumatic hardware testing. This was passed 4 times without issue. All measured values were well within passing parameters. Due to the reported intermittent nature of the issue, and the nature of the suspected parts, the entire pneumatic assembly will be replaced as a precautionary measure.

Event description:
Due diligence has been completed with no response. No pump was returned. The reported issue, mechanical hardware failure (air compressor), cannot be confirmed or refuted. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No further actions required.